Event description:
It was reported by dealer that the (B)(4) concentrator has a sieve leak and no audible alarms.

Manufacturer narrative:
Follow up will be filed if additional information is received.